Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results ( qc range 2.6 - 4.0 inr): qc 1: 3.1 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The maximum difference between measurements was 3 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. Upon analysis of the meter memory, the alleged results were not observed due to the date and time not being set incorrectly. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received erroneous results when testing with coaguchek xs meter serial number (B)(4). This patient had set the meter to report values in % quick. At 2:30 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 0.1 inr. At 3:30 p.m., a sample from the patient was tested using the meter, resulting with a value of 60 % quick (1.3 inr). At 3:31 p.m., a sample from the patient was tested using the meter, resulting with a value of 60 % quick (1.4 inr). No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter results. The patient is currently feeling tired and weak. The patient's therapeutic range is 2.1 - 3.0 inr. The patient's testing frequency is weekly. The patient does not have anemia or antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not had any changes in diet. The patient does not have a special or unusual diet. The patient had no bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368882) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.